Event description:
It was reported that: dr. (B)(6) stated that the pt. Had onset of pain starting (B)(6) 2011.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 42mm, cat# nlv-420800y, lot# 31618701. Trident psl ha cluster 58mm, cat# 542-11-58g, lot# mjmtyn. Trident 0 deg insert 44mm, cat# 623-00-44g, lot# mjn94k. Delta un.fem hd 44mm, cat# 6519-1-044, lot# 4518502. Uni adaptor sleeve v40 ti, cat# 6519-t-204, lot# 34661405. It cannot be determined which, if any of these device may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.